Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occlduer was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The patient was noted to have an off-axis chicken wing-shaped anatomy. Sizing was measured through intracardiac echocardiography (ice) as 25-28mm. Transverse sinus was noted on imaging. The patient's left atrial pressure was 16mmhg. Three attempts were made to deploy the device. It was noted that there was minimal compression. The decision was made to remove the device and replace it with a new 28mm amplatzer amulet left atrial appendage occluder. The initial orientation of the device was not correct. The physician adjusted the device and met close criteria. The device was implanted. No pericardial effusion was noted at the end of the procedure. Six hours post-procedure the patient went into hypovolemic shock. An echocardiogram was performed and a pericardial effusion was detected. A pericardiocentesis was performed and fluid was drained. The patient status was stable.

Event description:
Subsequent to the previously filed report, additional information was received that this event was a duplicate of report 2135147-2024-02331. Please disregard this report as a duplicate.

Manufacturer narrative:
Subsequent to the previously filed report, additional information was received that this event was a duplicate of report 2135147-2024-02331. Please disregard this report as a duplicate.